Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0027372. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the relion® insulin syringe had the hub separate from the device. This event occurred 14 times. The following information was provided by the initial reporter: the consumer reported hard to remove shields when removed needle assembly goes off with shield. Consumer found 12-14 like this in this box..

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (8) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 0027372. Customer states that the shield was difficult to remove and the needle assembly goes off with shield. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). All removal forces fell within specifications and no hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported during use the relion® insulin syringe had the hub separate from the device. This event occurred 14 times. The following information was provided by the initial reporter: the consumer reported hard to remove shields when removed needle assembly goes off with shield. Consumer found 12-14 like this in this box.